Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the proximal end of the lead consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.

Event description:
New information received notes that the patient had oversensing noise on their right ventricular (rv. On (B)(6) 2026, the physician elected to explant and replace the rv lead.

Event description:
It was reported that the patient's lead exhibited noise. No intervention was performed. The patient was asymptomatic and noted to suffer no consequences.